Manufacturer narrative:
Additional information: h11: a device history review revealed no issues that could have caused or contributed to the reported issue.

Event description:
It was reported that a spectrum infusion pump had missing flow direction label found during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "flow direction label" was observed as missing during visual inspection. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the missing flow direction label. The directional flow labels required to be issued at case shimming to address this issue. Should additional relevant information become available, a supplemental report will be submitted.